Event description:
N/a.

Manufacturer narrative:
Updated fields: UDI: (B)(4). DHR shows no abnormalities related to the reported failure. Failure analysis: the drive gear fell apart, which caused the dermatome s to lose power and stop working, and must be replaced. The head assembly was damaged and blocked by chalk and must be replaced. Several worn out components must be exchanged and replaced for the unit to function. This is the first recorded repair for the unit (manufactured in 2016 and purchased in 2018). Chalk is a dry, white colored substance / residue from a cleaning product or unknown blade lubricant. The head assembly has direct contact with the skin and is removable so that it can be cleaned. The handle was not designed to be submerged during cleaning, only sterilized. Sterile mineral oil is the only approved blade lubrication. The "chalk" builds up around the cap / bushing and gauge bar slots. If the substance dries on the blade bed, it can cause the blade to stick or prevent free motion from side to side. Root cause for the dermatome s losing power is "poor cleaning habits" and it is recommended that the end-user review their cleaning process in reference to the IFU for the dermatome model s/s6. Complaint is confirmed, as the unit lost power when the drive gear fell apart due to the presence of chalk powder in the head assembly, which was left behind due to poor cleaning habits.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during sampling of skin with a model s dermatome, the sampling could not be performed correctly due to power loss of the device. The procedure was completed with a replacement unit, and another graft site was required. It was reported 30 to 40 minutes surgical delay. The dermatome was used to treat a flame burn of 2nd and 3rd degree in the forehead. Procedure: intervention to cover substance loss of hemi left forehead by full skin autograft.